Event description:
The customer had been experiencing high bgs for the past few days. The customer was on their way to the hospital for fluids as they were passing ketones. Troubleshooting was performed. A replacement pump was sent.